Manufacturer narrative:
Investigation summary : bd received four photos for investigation. The customer photos display a device with a malfunctioned sleeve and a bent np cannula. A total of 10 retained samples underwent functional tests, all of which passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Another set of 10 retained samples was tested for lube coverage, all exhibiting sufficient lube coverage on the IV cannula. Additionally, 30 retained samples were visually inspected, all passing with no evidence of bent IV cannulas. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: bent and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with two (2) units. No adverse impact was reported regarding the patient or user.